Event description:
Litigation papers allege on or about (B)(6) 2007, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain, suffering, hospitalization, lost earnings or earning capacity, lost enjoyment of life, as well as other known or unknown medical complications. It is further alleged patient sustained serious side effects including, but not limited to, acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, disability, unnecessary and additional surgeries, and other injuries presently undiagnosed. It is also alleged patient will be having the asr hip explanted on or about (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified the part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.